Manufacturer narrative:
Medwatch fields d4 lot no and d4 expiration date were updated. Due to the limited information about the issue, no clear root cause for the event could be determined. A general reagent problem was not present, because the qc before the event was within ranges.

Manufacturer narrative:
The cobas e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs results from the cobas e 801 module. The initial result was 200. The repeat results from the same analyzer were 32 and 32. The repeat result from another analyzer was 34. The unit of measure was not provided.